Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly in the failure analysis center. It was observed that an internal pcb land was open between test point tp345 and leg 1 of a fet (field effect transistor), designator q25. It was also observed that the line sw vbatt was active when the pcb was off, which drew various amounts of current when a battery was installed.

Event description:
It was reported that this device would intermittently recognize the battery being installed into the device. When the device was unable to recognize the installed battery, the device was unable to power on. When the device could recognize the battery, the device powered on ok. This was discovered during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use.